Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia with a highest blood glucose of 370 mg/dl after pausing the ilet for several hours due to prior low readings; the device was later resumed with guidance, and insulin delivery was confirmed at the infusion set. Symptoms included elevated blood glucose without ketone testing, medical intervention, or immediate complications. Outcomes included alarms for prolonged high glucose and subsequent resolution with glucose trending downward after insulin delivery resumed. Investigation included user education, alert dismissal guidance, verification of insulin flow at the infusion set, and follow-up confirmation of improvement. Investigation of this case revealed no device malfunction observed during troubleshooting and an unclear cause for the hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.